Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was having issues with her implantable neurostimulator (ins). She was not getting stimulation on the left side; it was very minimal and pain was terrible. Her right side stimulation was going "clear up the side," which it should not have been doing. There were no reported falls or trauma associated with this event, and no outcome was reported for this event. It was further reported that the patient still had concerns but was working with her physician or representative. The patient listed appointments on 2015 (B)(6) and 2015 (B)(6). It was reported that there was paresthesia in the wrong location. There was stimulation in undesired location. The stimulator was still not working on the left side and the stimulation was going up her right side. The patient had reprogramming but they could not get stimulation to cover the desired area. The pain started at her lower back but the manufacturer representative (rep) was hitting her lower butt during the reprogramming and it was not getting the correct area and was told that maybe it would with time. Another manufacturer representative was contacted for reprogramming which was also unsuccessful. The patient had an x-ray taken which confirmed that he leads had not moved, the manufacturer representative checked her lead function during reprogramming and here was no problem with the lead. The physician wanted the patient to get injections but they did not want injections, they wanted the stimulator to work again as it used to. They were also having a hard time charging; when the rep tried they had no problem getting 6 couplings bars and looked like at the patient's history and indicating that the patient was typically getting 6 coupling bars during charging. It was noted that the problem was that it takes the patient about an hour of repositioning the antenna to get a point where they could achieve 6 couplings bars. They were in the bathroom trying to have a bowel movement and stimulation went from the knees/mid upper thigh up the right side which was a new concern, this occurred on (B)(6) 2015. The recharger difficulties were in (B)(6) 2015. If additional information is received, a follow-up report will be sent.